Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse ran tests on arm 4 without issue. The fse drove the system and did not notice abnormal activity. The fse also found the room to be unlevel and informed the sales representative that collisions will lead to drifting. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that there were a couple issues that the customer reported to her. The csr reported that she was informed by the customer that arm 4 did not respond well sometimes. The customer also stated that arm 4 had a mind of its own sometimes. The customer requested arm 4 to be checked. The system was not in use at the moment of the call. There was no reported injury.